Event description:
It was reported that unexpected receiver shutdown occurred. Date of issue is an approximation. The patient¿s wife reported that the receiver turned off in the night during a sensor session and was not notified of a low blood glucose (bg). The receiver was working normally previously. The patient's bg dropped in the middle of the night; the wife stated that the continuous glucose monitor (cgm) had not alerted and when she checked the receiver she found that it would not turn on. The patient was incoherent. The patient¿s wife called paramedics and when they arrived and checked the patient¿s bg it was 32 mg/dl. They treated him with glucose via intravenous (IV) therapy and he was fine after that. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1: report type - additional. B5: describe event or problem - correction. H2: correction/additional information. H6: device code - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the receiver would not turn on. Date of issue is an approximation. The patient¿s wife reported that the receiver turned off in the night during a sensor session and was not notified of a low blood glucose (bg). The receiver was working normally previously. The patient's bg dropped in the middle of the night; the wife stated that the continuous glucose monitor (cgm) had not alerted and when she checked the receiver she found that it would not turn on. The patient was incoherent. The patient¿s wife called paramedics and when they arrived and checked the patient¿s bg it was 32 mg/dl. They treated him with glucose via intravenous (IV) therapy and he was fine after that. No additional patient or event information is available.